Event description:
Customer reportedly received an unk blood glucose result on the advantage system that was 75-100 points different from a result obtained on a professional meter. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.